Event description:
Zenith device was deployed according to instructions for use. During the viewing of the final angiogram, a type I endoleak was seen at the aortic opening seal zone. The physician decided to deploy another MFR's stent at the proximal portion of the main body graft material. The stent was placed with half of the device within the open suprarenal stent and half within the fabric. Another angiogram was taken showing a resolve of the endoleak. Procedure was concluded.